Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not received a lot or batch number, therefore batch history review could not be performed.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy procedure, the device was closed across the fascia and the knife blade was deployed but wouldn't return into the home position. The surgeon had to open another device to cut around the piece of lung that the powered echelon was closed onto. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.